Manufacturer narrative:
Zoll received the autopulse platform in complaint for investigation on 07/25/2016. Visual inspection of the returned platform was performed, front cover was noted to be damaged. The autopulse platform is a reusable device and was manufactured on 08/16/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. The lifeband (lot# 58098) returned with the autopulse was noted to be twisted and broken/cut at the right side hinged skirt of the lifeband cover plate. The archive review was performed. User advisory (ua) 18 - max take-up revolutions exceeded and user advisory (ua) 2 compression tracking error were noted on the first compression on the date of problem reported ((B)(6) 2016). The functional testing was performed and device passed all testing without any fault or error. In summary customer's reported complaint was confirmed as lifeband returned was twisted and broken/cut. The potential root cause for the reported complaint can be related to user handling, however this cannot be confirmed. It should be noted that user guide for autopulse informs that constraining the movement of the bands can damage or break the life-band. Ua 18 occurs when there is no load change detected at the load plate during take up. Ua 2 occurs when the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), and the load sensors do not see the expected increase in load due to false take-up. It can also be seen if the lifeband has been opened during active operation or one side of the lifeband is twisted and became jammed in the roller/skirt area. A functional test was performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries without any fault or error. The autopulse passed all the testing.

Event description:
It was reported that during use on patient, autopulse lifeband over tightened and popped. The band broke on the corner and manual CPR was performed. There was no delay in the treatment. No consequences were reported to the patient. MFR 3010617000-2016-00549 (for lifeband) is related to this report.